Event description:
It was reported that toward the end of the cardiomems implantation procedure, the patient experienced arrythmias that resulted in bradychardia, sustained heart rate 30bpm. The patient was closely monitored in the cath lab during successful conclusion of cardiomems implant. It was decided that patient would stay in the hospital intensive care unit for monitoring and plan to address heart rate. On (B)(6) 2024 the patient was given a temporary pacing wire to maintain her heart rate. Patient then received permanent pacemaker and was discharged (B)(6) 2024. The cardiologist reported that they do not feel the cardiomems device caused this arrythmia and bradychardia.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.